Manufacturer narrative:
(B)(4). Literature article: doi: 10.1177/1756283x16633051.

Event description:
A published literature article for a human clinical study was reviewed. Publication type is an article. Between july 2009 to july 2014, 51 patients were enrolled (30 in the developmental set and 21 in the validation set). All primary rfa procedures in the development set; were performed by a single endoscopist using a halo360 system. A 12 j/cm2-clean-12 j/cm2 regimen was used for all of the procedures. This incident is specific to patient 1/5 who developed post- rfa stricture that required balloon dilatation to resolve dysphagic symptoms with a median of five sessions.